Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 and multiple photometric results for one patient sample on a cobas 6000 c (501) module. Of the data provided, there was a discrepant ldhi2 lactate dehydrogenase acc. To ifcc ver.2 result and a discrepant tp2 total protein gen.2 result. The initial ldhi2 result was 189.1 and the repeat result was 259.4. No units of measure were provided. The initial tp2 result was 55.1 and the repeat result was 65.9. No units of measure were provided. The erroneous ldhi2 and tp2 results were reported outside of the laboratory. There was no allegation of an adverse event. The repeat results alerted the user that there was an issue with the sampling. The ldhi2 and tp2 reagent lot number and expiration date were not provided.

Manufacturer narrative:
Based on the provided data a general reagent and hardware issue was excluded. The investigation determined the root cause was that the sample tube was only half filled.

Manufacturer narrative:
The provided calibration, qc, and alarm trace were acceptable. The c 501 gear pump pressure and photometer check were acceptable.